Manufacturer narrative:
It was reported that a permanent pacemaker was implanted following implant of the navitor valve implant procedure. The patient had a prolonged hospital stay for monitoring of rhythm. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the heart block could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. The length of the membranous septum was 4.3mm and there was calcification extending beneath the aortic annular plane in the interventricular septum. The valve was implanted at a depth of 1mm on the non-coronary cusp (ncc) and 2mm on the left coronary cusp (lcc). After the procedure, a permanent pacemaker was implanted in the patient. The patient had a prolonged hospital stay for monitoring of rhythm. The patient was reported discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. The length of the membranous septum was 4.3mm and there was calcification extending beneath the aortic annular plane in the interventricular septum. The valve was implanted at a depth of 1mm on the non-coronary cusp (ncc) and 2mm on the left coronary cusp (lcc). After the procedure, a permanent pacemaker was implanted in the patient. The patient had a prolonged hospital stay for monitoring of rhythm. The patient was reported discharged.